Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon receipt the monitor was unable to power on. Upon investigation diode, d600, was shorted and pulling the 5.4v power supply to 2.46v, causing the inability to power on. The root cause for the shorted d600 cannot be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.